Event description:
Ligasure not working properly, esu stating incomplete seal right after opening it from the box and on first use. Ligasure was cleaned, unplugged and plugged back in with no change. FDA safety report ID# (B)(4).